Event description:
It was reported that the ventilator did not work. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#:(B)(4).

Manufacturer narrative:
It was reported that the ventilator did not work. The ventilator was investigated by our field service engineer on-site and the expiratory cassette membrane was cleaned which solved the issue. No part has been returned to manufacturer for technical investigation. The cause of the reported failure has not been established in this investigation.